Manufacturer narrative:
(B)(4). Date sent: 8/8/2023, d4: batch # 127c57. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and without reload present. As additional testing, the device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. However, the staples at the very end of reload are not fully closed due to the reverse camber of the anvil. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished ech60l, with lot/batch number x96h58, and no non-conformances were identified a manufacturing record evaluation was performed for the finished device batch number 127c57, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy the device experienced a lockout. The battery was removed and reinserted to no avail. A new device was used to complete the case with no patient consequences. Seamguard was used for buttressing.